Event description:
It was reported via repair work order that the fowler unexpectedly dropped under patient weight due to the fowler motor not being completely seated and damaging the CPR isolator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.